Event description:
On (B) (6), 2007, the pt underwent a surgical procedure at (B) (6), which involved two of our screws. On (B) (6), 2008, the pt returned to the doctor complaining of severe pain in the right toe. The doctor confirmed that the screw was broken in half which led to a revision on (B) (6), 2008.

Manufacturer narrative:
Actual device is not available to stryker for investigation.